Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia, and vaginal scarring. It was reported that the patient underwent monarc and perigee implant and a revision on 01/16/2007 due to pop, sui and recurrence of prolapse. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2005 and mesh was implanted; and on (B)(6) 2007, perigee, monarc and pelvisoft were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent mesh revision/removal on (B)(6) 2006. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy, enterocele repair and perineorrhaphy.